Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited sensing anomaly. The lead was repositioned. The patient&#38112;condition was good before, during and post procedure.